Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good, with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the device was started in application, and no problems found with double beeping. However, the pump downstream sensor will be replaced as a preventive measure.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep with cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.